Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153685) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged reporting smoke taste in mouth and developed a cough after using the device approx. 6 months. The customer states "device seemed to start overheating and evaporating all the purified water out of the humidifier reservoir. The humidity settings were always set to a low setting of 2-3 and this was a new issue. I lowered the setting to see if it would help the problem". There was no report of serious patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
There is no device information was provided. So, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.